Event description:
After trial reduction, the scrub technician noticed a piece of plastic was missing from the trunion insertion site. The plastic was retrieved and the wound was irrigated. There was no adverse consequence for the pt.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a combination of user misuse and/or insufficient strength of the device to withstand excessive stress. Corrective action has been taken to improve the strength of the device.